Event description:
During a coronary drug eluting stenting treatment procedure, the stent could not cross the lesion in the circumflex and no damage to the stent had occurred. In addition, no pt injuries or complications were reported and the pt status was reported as "satisfactory/good." However, the returned product analysis confirmed that there was strut damage.